Manufacturer narrative:
Acb(anesthesia control board), display and software were suggested to be ordered for replacement. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that,during installation, the system display showed error " internal system failure " . There was no reported patient involvement.